Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2005, was chosen as a best estimate based on the date of the mesh was implanted. (B)(6). (B)(4).

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. Please refer to MFR report 3005099803-2022-07804 for the associated device. It was reported to boston scientific corporation that an obtryx system - halo and polyform synthetic mesh device was implanted into the patient during an anterior and posterior repair with mesh and transobturator tape sling insertion procedure performed on (B)(6) 2005 for the treatment of cystocele, rectocele and stress urinary incontinence. The patient had experienced pelvic pain, rectocele and bladder neck obstruction. Subsequently, the patient underwent a urethrolysis, transvaginal, secondary, open, including cystourethroscopy, revision of sling for stress incontinence, removal of prosthetic vaginal mesh, and posterior colporrhaphy on (B)(6) 2015. During the procedure, the synthetic mesh was palpable as a wad of material in the anterior vagina and the sling as a tight band over the proximal urethra. The surgeon identified the sling and removed it in sections until the material sank beyond the inferior pubic ramus. The prolapsed mesh was also removed in multiple parts, extending laterally until the pelvic sidewall. They performed a primary repair on the rectocele, which seemed to have a transverse defect of the rectovaginal septum. Furthermore, the cystoscopy revealed no genitourinary tract violations, and the rectal examination at the end was normal. According to reports, the patient tolerated the treatment well and had no issues.